Event description:
It was reported that the patient was experiencing pain at the ipg site and felt uncomfortable due to the device being in close proximity to the skin with little buffer. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively, and the device remains implanted.